Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -9.5/1.5/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to transient loss of bcva, pupil block with elevated intraocular pressure, unreactive (fixed) pupil, and iris atrophy. It was reported that the problem did not resolve, the reporter stated "the doctor thinks that the patient's myopia problem has not been solve." Cause of event was unknown.

Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).